Event description:
A patient with cerebrovascular and cardiac disease underwent aaa repair in 2008. The patient's anatomical form was suitable for endovascular repair. There was no calcification at the ipsilateral junction site but mild calcification was noted in the distal neck. The procedure was conducted as labeled. The ipsilateral working length was measured and a 71 mm working length ipsilateral iliac leg graft was deployed. The grafts were ballooned with an occlusion balloon at 5 points but an endoleak occurred on the ipsilateral iliac leg graft. The physician suspected either a type I or type iii endoleak and the grafts reballooned with an occlusion balloon at both the ipsilateral junction site and the distal aortic neck 3-4 times each. However, the endoleak was not resolved. Angiography was performed at above and below the ipsilateral iliac leg graft, which revealed a possible type iii endoleak. The physician then deployed another iliac leg graft overlapping the initially placed graft and extending it by one stent. The endoleak was then resolved. The physician commented that there was possibly a type iii endoleak from a graft tear. Patient is recovering.

Manufacturer narrative:
Event evaluation: still under investigation.